Event description:
A female pediatric patient was admitted for treatment of an infection and was receiving an IV of d5.3ns (dextrose and normal saline) at 20 ml per hour and an IV of clindamycin every eight hour by piggy back. A new IV was inserted in the patient's left hand. The nurses had been experiencing difficulty with a new IV angiocatheter that was introduced one month prior. They reported that the tip of the angiocatheter seems dull and it takes extra force to pierce the patient's skin, risking puncture of the back of the patient's vein upon insertion. Also, the angiocatheters have a safety mechanism that does not allow the nurses to visualize blood flashback in the chamber when the tip of the angiocatheter first enters the vein wall. Therefore, the nurses continue to advance the catheter, which punctures the back wall of the vein. Experienced nurses who typically insert IV's successfully on the first attempt were having to make three to four attempts before successful IV insertion. In this case, the IV appeared to be patent. However, the patient was later found to have severe infiltration (3 to 4+ edema from the hand to the shoulder), which required emergency surgical intervention. The child may need plastic surgery and scarring will be likely.====================== health professional's impression======================the b. Braun introcan safety angiocatheter reportedly has a duller tip than most angiocatheter products nurses are accustomed to, requiring greater force to pierce the skin, and contributing to the risk of puncturing the back of the vein when entering the vein. Also, the chamber does not allow for visualization of blood flashback so that the nurse is immediately alerted to when the vein has been entered. Without this advantage, the nurse continues to advance the angiocatheter and punctures the back of the vein. It is suspected the vein wall was punctured in the back, leading to a severe infiltration injury in this case.====================== manufacturer response for angiocatheter, introcan safety======================the manufacturer is sending a nurse educator out to in-service the nursing staff on insertion techniques.